Event description:
It was reported during a routine office visit that this cardiac resynchronization therapy pacemaker (crt-p) device was found to be in safety mode. A replacement procedure was recommended. At this time the device remains implanted. No adverse patient effects were reported. New information was received indicating that this device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine office visit that this cardiac resynchronization therapy pacemaker (crt-p) device was found to be in safety mode. A replacement procedure was recommended. At this time the device remains implanted. No adverse patient effects were reported. New information was received indicating that this device was explanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned.

Event description:
It was reported during a routine office visit that this cardiac resynchronization therapy pacemaker (crt-p) device was found to be in safety mode. A replacement procedure was recommended. At this time the device remains implanted. No adverse patient effects were reported. New information was received indicating that this device was surgically explanted. Besides surgical intervention, no adverse patient effects were reported. It was reported that this device would be returned for analysis; however, the product has not been received. Multiple attempts were made to obtain information regarding the return, we believe this device is being held in customs. The product analysis has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual analysis of pg case and header noted tool marks on header, cuts on lv and ra seal plugs, and cut on surrounding medical adhesive. Interrogation of the device confirmed it was operating in safety mode and determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.